Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. Reportedly, the customer reverted to an alternate method insulin therapy.